Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely that event occurred due to failure of printed circuit board. However, definitive root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was for a therapeutic electrodessication of the prostate that was completed using a similar device.

Event description:
It was reported the video system center has no image. The issue occurred during preparation for use for an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.